Manufacturer narrative:
(B)(4). Patient age is unknown as it was not provided patient gender is unknown as it was not provided (B)(4). Applications support manager (asm) provided surgery support as well as gel and laser optimization to surgeon preferences. He stated side cut lifts have been sticky and difficult. Asm brought spot and line closer together and also raised bed energy slightly as lifts were slightly sticky in bed too. Surgeon happy with current settings. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient with transient light sensitivity syndrome and difficult lift in side cut area. Patient resolved with topical steroids (durasol). No loss of best corrected visual acuity reported.